Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The steerable guide catheter is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The third implanted clip referenced in describe event or problem is filed under a separate medwatch report number.

Event description:
This is filed to report the steerable guide catheter (sgc) cable break. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. The mr jet was very broad. When the steerable guide catheter (sgc) was inserted into the femoral vein and resistance was noted due to the anatomy. The +/- knob was turned too far in the negative direction, and the cable broke. The sgc was removed and replaced. The first clip was implanted at the medial a3/p3 scallop, and the mr remained at 3. The second clip was implanted at the medial portion of a2/p2; however, there was still a large mr jet throughout valve and the mr remained at 3. The third clip was placed at multiple locations from commissure a1/p1 to lateral side a2/p2 to try to effectively reduce the mr, but there was a cleft noted at the a1/p1-a2/p2 scallop border. The third clip was eventually placed at the lateral side of a2/p2, and the mr remained at 3. The pressure gradient was 6 mmhg; therefore, no further clips were attempted. The patient was stable post procedure. There were no adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and investigated. The reported cable break was confirmed. The reported failure to advance the device into the anatomy could not be replicated in a testing environment as it was related to patient/procedural conditions (operational circumstances). A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation determined the reported steerable guide catheter (sgc) cable break resulting in the inability to curve guide appears to be related to user technique due to the user turning the knob too far in the negative direction. The reported failure to advance appears to be related to patient morphology/pathology due to subcutaneous fat which resulted in resistance in the vein during insertion. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.